Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by fever and cloudy fluid. The breach in aseptic technique was described as an unhygienic condition. The patient was hospitalized on the same day as the event onset. On an unreported date, the patient was treated with vancomycin injection (2 gram initially then decreased to 1gm, route, frequency and duration were not reported) and meropenem injection (250 mg, every exchange, route and duration were not reported) for peritonitis. The patient was discharged three days after admission. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.